Manufacturer narrative:
Patient-device interaction/hemolysis: the cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 74 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The cp was inserted and was supporting when there was suction in the evening after insertion. This prompted the team to reposition the pump. The following morning there were signs of hemolysis in urine color change. Again the team made decision to perform echo imaging to assess pump position. After just under 2 days the team weaned and explanted the pump and the patient survived. At the time of weaning the hemolysis was persistent. While on support the device functioned as expected, p-9 with 3.6l/min flow with d5w with sodium bicarbonate in the purge solution and heparin systemically. Hemolysis may occur in the setting of anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock and high support levels.

Manufacturer narrative:
The pump was discarded and will not be returned for evaluation.